Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing pain at the implantable cardiac monitor (icm) incision site. It was further reported that the device may have migrated superficially. The device remains in use. No further patient complications have been reported as a result of this event.